Event description:
It was reported that while the physician was torquing the guidewire in order to advance it through the microcatheter, the guidewire partially detached. The physician removed the guidewire from the microcatheter and replaced it with another of the same. However, while torquing the second guidewire (subject device) through the microcatheter, the same event occurred. The physician was also able to remove the guidewire from the microcatheter without clinical consequences to the patient.

Event description:
It was reported that while the physician was torquing the guidewire in order to advance it through the microcatheter, the guidewire partially detached. The physician removed the guidewire from the microcatheter and replaced it with another of the same. However, while torquing the second guidewire (subject device) through the microcatheter, the same event occurred. The physician was also able to remove the guidewire from the microcatheter without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. Analysis of the device revealed that the guidewire was separated at 11.0cm from its nitinol and core wire distal end. The platinum coil was stretched. The guidewire appeared to be separated due to excessive torque and force. The guidewire polytetrafluoroethylene (ptfe) coating was peeled off at 47.2cm from its proximal tip end. The coating appeared to be scraped off of the guidewire with the torque device collet likely due to excessive tightening of the torque device by the user. The device dfu (directions for use) specifically cautions that excessive tightening of the torque device can lead to abrasion of the coating. The guidewire hydrophilic coating was confirmed to be present. . The guidewire dimensions were found to be within specification. Information available indicated that the physician twisted the guidewire repeatedly inside the microcatheter when the break occurred. Based on the information available, it is probable that due to the manner in which the device was being manipulated, the reported issue and confirmed damage occurred. Therefore, a root cause of operational context has been assigned to this investigation.